Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate by ten minutes, cause was unknown. Blood glucose level was approximately 300 mg/dl. Customer declined troubleshooting as they did not believe changing the pump time was necessary.